Event description:
It was reported that the patient developed a wound discharge and opening of the left abdominal flank wound with subsequent formation of a hematoma following implant. In 2007, the wound was reopened, and the hematoma was evacuated. After irrigation and debridement, the baclofen pump was replaced and secured with a 3-0 vicryl stitch. The patient recovered without sequela.